Event description:
The head of medical physics called keymed to report that a 20" tv monitor, complete with its support column, had become detached from an olympus wm-30 mobile workstation when the monitor had struck an overhead theatre light gantry while being moved between departments. Examination showed that all four of the m8 x 55mm screws which should secure the support column to the top tray of the wm-30 had worked loose from the unit, leaving it superficially fixed by only two m3 screws, which were not designed to support the weight of the monitor. The monitor fell down the front of the wm-30, attached only by signal cables at the rear, causing the workstation to topple over. No one suffered serious injury in the incident, but one member of staff sustained a cut to the left arm when staff tried to prevent the monitor from falling.